Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the withdrawal/underdosing was kinked catheter. The cause of the kinked catheter was unknown. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving lioresal 2000mcg/ml for a total dose of 449.9mcg/day via n implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 the patient sent message/phoned to clinic hcp that they were showing signs of baclofen withdrawal. Surgical observation indicated a twisted catheter on (B)(6) 2017. Interventions included the catheter was explanted/replaced on (B)(6) 2017, and the catheter was disposed of according to biohazard instructions. Event resulted in an unscheduled clinic or office visit. The device diagnosis was a catheter kink. Clinical diagnosis was noted as baclofen underdosing. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event was related to the device or therapy and not related to the implant procedure. The specific portion of the catheter was noted as the lumbar/pump portion of the catheter. Event date was (B)(6) 2017. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see pe 701594224-motor stall, critical alarm, and pe 702200375-motor stall with recovery.***